Event description:
It was reported that a threaded reduction tool broke during surgery. The surgeon was repairing a zygomatic fracture and while manipulating the fracture, the device broke into the patient¿s bone. The surgeon retrieved the threaded portion of the device from the patient¿s bone. The surgeon used a removal tool and retrieved the broken portion of the device from the patient's bone and surgery was successfully completed. There was no delay in surgery. This complaint involves one device.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: precision edge surgical products co. Manufactured the 2.4mm threaded reduction tool, part number 03.507.002 and lot number 6241167. Due to an unknown cause, the bit broke near the tip, and broken piece is not with complaint. Initially, the part conformed to the synthes final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The 2.4mm threaded reduction tool was made to the relevant synthes drawing. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: precision edge surgical products co. Manufactured the 2.4mm threaded reduction tool, part number 03.507.002 and lot number 6241167. Due to an unknown cause, the bit broke near the tip, and broken piece is not with complaint. Initially, the part conformed to the synthes final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered confirmed. The 2.4mm threaded reduction tool was made to the relevant synthes drawing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer initially reported as dec 6, 2014 should be nov 6, 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.